Event description:
New information was received on (B)(6) 2022 indicating that the patient received a vibratory alert and went into the clinic. It was noted that there was noise and noise reversions on the right ventricular lead. The patient was stable, and no resolution was performed.

Event description:
New information received on (B)(6) 2022, indicates that programming changes were made to turn off device therapies. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with noise on the right ventricular lead. No resolution was reported, and the patient was stable.